Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) would not activate. The customer changed the batteries and when the analyzer was turned on again it began to smoke and hiss.  The customer took the battery pack out and stated the battery pack was warm when changing the batteries. The site reported that they switched out the green (non-fused) battery carriers to the new red (fused) battery carriers when the recall notice came out in september 2011. However, on (B)(6) 2013 the customer reported that analyzer sn (B)(4) was operating with a green (non-fused) battery carrier. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4). The investigation was completed on 07/18/2013. The failure was due to defective tantalum capacitor.